Event description:
It was reported that the physician was using a coblator ii surgery system during tonsillectomy and adenoidectomy procedure. Intra-operative the controller lost rf output. The physician ultimately switched to a bovie pencil to complete the procedure. No pt complications were reported as a result of this event.